Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers: 3006705815-2021-03910, 3006705815-2021-03911. It was reported that the patient was not receiving effective therapy from their system. It was found that one of the leads had high impedances due to the lead being fractured. Patient's ipg was also nearing end of life. In turn, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead was fractured, both leads are being reported.